Manufacturer narrative:
This report is being amended to reflect changes in sections device available for eval?, date received by MFR, type of reports, if follow-up ,what type?, device evaluated by MFR?. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other device used: catalog # 00598003701, nexgen stemmed tibial component, lot # 62462910, manufactured by: immer b.v., ponce, puerto rico catalog # 00576401552, nexgen lps-flex femoral component, lot # 62349428, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. During revision the surgeon noted that the articular surface appeared to be scratched.

Manufacturer narrative:
All products were returned for visual inspection. Visual exam revealed the articular surface has pits and scratches along the superior surface and a compressed dovetail feature. The tibial plate has scratches on the inferior surface of the device that are indicative of removal from the patient. The femoral component has residual bone cement on the bone surfaces and other foreign material on the articulating surface. The patella is noted to having the pegs sheared off, fraying along the side of the device, and pits elsewhere. The device history records for the tibial component and the articular surface were reviewed and found no anomalies or deviations. Review of the compatibility matrix revealed all implants were determined to be compatible. These devices are used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the nexgen cr-flex and lps-flex fixed bearing knee packaging insert both pain and infection are potential adverse events of this procedure. Based upon the information that is known at this time, a root cause cannot be determined.